Event description:
It was reported that premature deployment occurred. The target location was located in the basilic vein. A 7x80x130 innova self-expanding stent was selected for treatment. During prep, outside the patient, the syringe was pulled out after opening and flushing the product and the stent came out with a rear handle and was deployed. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that premature deployment occurred. The target location was located in the basilic vein. A 7x80x130 innova self-expanding stent was selected for treatment. During prep, outside the patient, the syringe was pulled out after opening and flushing the product and the stent came out with a rear handle and was deployed. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the innova self-expanding stent system was returned for analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone the stent is partially deployed 2.5cm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The thumbwheel lock is missing, and the pull rack is no longer in the manufactured position. There was no evidence of any product quality deficiencies, it was considered likely that the kinks were attributable to handling. Inspection of the remainder of the device, revealed no other damage or irregularities.